Event description:
It was reported that the patient presented in the emergency room experiencing phrenic nerve stimulation. An x-ray confirmed that the atrial lead had become dislodged. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).